Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h6 component and problem codes. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, poor communication occurred due to the cable failure and caused the image to flicker. The cause of the faulty cable could not be identified. Based on the results of the investigation, it is likely the cover glass fell off due to handling at the facility. No specific cause could be determined. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm.¿ ¿never excessively pull the camera cable but straighten it gradually when it is coiled.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.¿ ¿never use a clamp or forceps to attach the camera cable to another object.¿ olympus will continue to monitor field performance for this device.

Event description:
The hd autoclavable camera head was received at an olympus service center with a report that a screw had broken off. There was no patient or user injury reported. During inspection and testing, the reported broken screw could not be confirmed; however, the endoscopic image was observed to be flickering due to a damaged cable unit, and it was found that the cover lens had come off. This report is being submitted to capture the reportable malfunctions found during the device evaluation.

Manufacturer narrative:
During the device evaluation, it was found that the cover unit was loose, and a leak was observed due to a damaged button. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.